Manufacturer narrative:
A ge rep evaluated the system and found a problem in the image processing computer. No conclusion can be drawn as repair info is not available.

Event description:
The customer reported the system would not complete boot up. No pt injury was reported.